Manufacturer narrative:
Method: device mfg history record and complaint history review. Eval summary: the results of the investigation indicate that this event is related to a trend of similar events where the triathlon tibial ankle clamp plastic flippers are fracturing. The results of previous investigations indicated that fracture was caused by excessive stress. The device mfg history record for the reported lot indicates that devices were mfg with no reported discrepancies that would have contributed to the reported event.

Event description:
It was reported that, "the ankle clamp broke during use, no adverse consequences to the pt, doctor continued with surgery."